Manufacturer narrative:
(B)(4).

Event description:
It was reported that an atrial alert was received on the device that had been programmed to vvi. The right atrial lead had been exhibiting low pacing impedance and the device was programmed to vvi; the device was still registering atrial alerts. The patient was asymptomatic. The device was programmed with lead status to plugged resolving the issue. The patient's condition was good and would continue to be monitored.